Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient lesion morphology was reported as isr. It was reported that two resolute integrity drug-eluting stents restenosed. A resolute integrity stent was attempted to be used as treatment, but the stent failed to cross. No other information received.

Manufacturer narrative:
Correction - the two resolute integrity devices previously reported were implanted in the circumflex. If information is provided in the future, a supplemental report will be issued.